Event description:
A pt reported experiencing inaccurate low results with a meter. The pt blood glucose results were 351 lab vs. 51 mg/dl. Tests were done within 21-30 minutes with a difference of 84%. Pt did not experience any adverse events. No further info has been reported.